Manufacturer narrative:
As pat of an internal audit, it was observed that an MDR should have been filed for this event. Refer to nc# (B)(4). Reported event: the offset reamer handle was found to have the u-joint broken. There was no reported case delay or harm. Device evaluation and results: a review of complaints in catsweb and trackwise related to p/n 207080, lot number 32020515 shows no additional complaints related to the failure in this investigation. This failure however does match the failure mode identified within nc (B)(4). Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 07/08/2015 per qt (B)(4). Following investigation, the parts were accepted per specification with no non-conformances. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 207080, lot number 32020515 shows no additional complaints related to the failure in this investigation. This failure however does match the failure mode identified within nc (B)(4). Conclusions: nc (B)(4) has been initiated to address the failure in this complaint. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Nut broken off reamer.